Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting a message of "hi". The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012. The patient reported managing her diabetes with insulin (self adjuster) and denied making any changes to her normal diabetes management as a result of the alleged issue. The patient claimed that an hour after the alleged issue began she developed symptoms of "shaky, sweaty, cold, nervous, headache and couldn't see." However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that this was not the first time the patient was using the subject device. The cca walked the patient through troubleshooting the subject meter and was able to resolve the alleged issue. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury due to the alleged issue starting.

Manufacturer narrative:
(B)(4) 2012-device evaluation:the meter involved with this complaint has been returned and evaluated by lifescan product analysis ((B)(4) 2012) with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.